Manufacturer narrative:
In speaking with the olympus technical assistance center (tac). The customer reported, that they were getting error code b30 on the unit. Tac instructed them to clean the contact pins on the scope with alcohol wipes. The customer followed these instructions. And the image returned. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center received a scope communication error code b30 on the unit. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the product was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that it is unknown when the issue occurred. No additional information was provided.